Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0kpeg20a for evaluation. The returned meter was tested with the returned strips and in-house contour next test strips from lot # 0kpeg20a using a blood sample, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 53 mg/dl with the contour next link 2.4 meter. A laboratory testing was performed within 10 minutes and a reading of 247 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.